Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are currently unknown. D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eleven years after the initial knee arthroplasty, the patient underwent a revision surgery due to a fracture of the bearing implant. The revision consisted solely of a bearing exchange, during which a larger bearing was implanted, while the femoral and tibial components remained implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.